Event description:
The user facility reported that the device was used for a minor procedure and the tc insert broke. The broken piece of the insert was not returned with the instrument. No pt injury reported.